Event description:
As reported, the patient was enrolled in a clinical study japan smart pms for sfa and the case number is (B)(4). Two (2 each) smart control stents were successfully implanted in the right superficial femoral artery (rsfa) during the study index procedure: a 6 x 150 and a 7 x 80. The lesion was reported to be a 100% stenosis/chronic total occlusion (cto). Approximately seven months after the index procedure, the 120 cm. Smart control 6 x 150 stent was noted to be fractured on x-ray. No intervention was performed. Additional information received indicated that films are not available. It is not known if the stents were implanted in overlapping fashion. There was no stent fracture noted of the 7 x 80 stent. The stent fracture was not flow-limiting and was a type 1 fracture. There was no separation noted. The patient¿s medical history and post-procedure medical regimen were unknown. No treatment is planned by the physician. No additional information including target lesion information is available.

Manufacturer narrative:
Complaint conclusion: a report was received that a smart stent was found to have fractured approximately one year after implantation. There was no reported patient injury and the event did not require further intervention. The event involved (B)(6) year old female patient who underwent implantation of two smart control iliac stents (a 6 x 150mm and a 7 x 80mm) in her right superior femoral artery (sfa). The target lesion was described as 100% stenosed and chronically occluded. It is not known whether the stents were implanted in an overlapping fashion or not. Approximately seven months after the index procedure, the patient underwent an angiogram that revealed that the previously implanted 6 x 150mm smart stent was fractured (type I). The site further reported that the fracture was not flow-limiting and there was no separation of the stent. The other smart stent was noted to be un-fractured. There was no reported patient injury and the event did not require further intervention. Angiographic films were not available for review. The product was not returned for analysis. A device history record (DHR) review was performed and revealed that the lot of products met all requirements per the applicable manufacturing quality plan. The product instructions for use (IFU) warn that the safety and effectiveness of the smart control iliac stents has not been demonstrated in patients with lesions that are either totally or densely calcified. It further instructs that fractures of the stent may occur and includes information that may also occur with the use of multiple overlapping stents. The causes and clinical implications of stent fractures are not well characterized. Care should also be taken when deploying the stent as excessive force could, in rare instances, lead to stent deformation and/or fracture. Based on the information available for review, there are vessel characteristics (chronically occluded and 100% stenosed) that may have contributed to the reported event. Without the return of the device for analysis or films of the event, the reported customer complaint could not be confirmed. Based on the DHR review, there is no indication that the event is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.